Event description:
It was reported that during a endoscopic retrograde cholangiopancreatography (ercp), the distal end cap fell off into the patient's body. The device appeared to have fallen off during the withdrawal of the scope after the procedure was completed, so there was no need to replace it. There was an attempt to locate the fallen cap with another scope which prolonged the procedure by an unspecified amount of time. Upon inspection after removal, the cap was fully intact.